Event description:
It was reported that there was a malfunction resulting in defective display cable that could cause a loss of display. There was no patient involvement.

Manufacturer narrative:
The customer declined service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.